Event description:
The event involved a 5" (13 cm) appx 0.33 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer in which the customer reported a leak during patient infusion. The customer reported; "nursing staff in the hospitalization area, detected that during the administration of the medication, the product was leaking in the area near the insertion local and proceeded to remove it." There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet fully complete. Section e1 - telephone number and extension - (B)(6).

Manufacturer narrative:
One (1) video and series of photos were shared by the customer. On the video is observed how each of the microclaves port are primed using a syringe, there is observed how the fluid is passing through the male luer as expected, the 2 microclave ports were primed as the same way getting the same result, no leaks inside the microclave or from tube bond. On the photos there is observed residual on the male luer collar. One (1) used sample #011-mc33869 was returned for evaluation. As received no physical damage was observed, only the marks on the tubes indicating that the clamps were activated, were observed. No mating device was returned for evaluation. The set was tested as per procedure and no leaks along the device were confirmed. The male luer was measured and was found within specification. The complaint of leaks cannot be confirmed based on the evidence provided by the customer. Lot history review was reviewed and no non conformities were found that would have led the reported condition on the complaint.